Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the delivered energy output was found to be lower then spec. The complainant indicated that there was no pt involvement in the reported failure.